Event description:
It was reported, the pump was replaced on 2014 (B)(6), because there was approximately 1 month left until the elective replacement indicator (eri). There was difficulty aspirating, although 0.5 milliliters (ml) of cerebrospinal fluid (csf) was eventually withdrawn from the catheter access port (cap). The physician decided to replace the sutureless pump connector. Csf was aspirated from the cap. There were some air bubbles but then this resolved. The physician was satisfied that everything was connected because of the csf return. The pump was programmed and the patient went to post-op. The patient went to the emergency room two days later with baclofen withdrawals with unknown cause. The cause was felt to be the catheter, not the pump. A catheter revision had not yet taken place but was planned. The patient was bloused with intrathecal baclofen with no response. The rate was increased from 277 to 303 micrograms (mcg) per day with no response. The patient was being treated with oral baclofen until the catheter was revised. The patient status at the time of the repot was reported to be ¿alive ¿ no injury.¿ the revision occurred on 2014 (B)(6). The cause of the issue was not exactly known, but the catheter appeared to be kinked by scar tissue where the catheter was tunneled from the spine to the pocket. The old catheter was tied off at the spine. The patient was doing well with no signs of overdose or withdrawals. The system was being used to deliver lioresal.

Event description:
The event required hospitalization.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2014 (B)(6); product type accessory. (B)(4).